Manufacturer narrative:
Result: frayed power cord. Faulty scale due to damaged load cell/load cell connector.

Event description:
It was reported by svc report that the scale not working properly, and the power cord was frayed. No pt involvement or adverse consequences were reported.